Event description:
It was reported there was noise on the egms. Sensing difficulty and inappropriate therapy were also reported. The lead was capped and replaced. No further patient complications were reported as a result of this event.